Manufacturer narrative:
The MFR did not receive the explanted products for review. No product failure was reported. The pt was revised due to hematoma. The surgeon removed the head and head adapter for cleaning out the wound. However, there is no indication for a product failure. Should additional information become available and/or the devices returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the pt received a metasul large diameter head 52/r on (B)(6) 2008 and underwent debridement surgery on (B)(6) 2008 due to hematoma. The head and the head adapter were removed for cleaning out the wound.